Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction code reappeared.